Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal flex sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: blood loss and vascular trauma. Additionally, the sizing for a 26fr sheath requires a minimum access vessel diameter of 8.7mm. This patient's access vessel diameter was 6.8-8.7mm.

Manufacturer narrative:
A review of the manufacturing records is being requested. According to the gore® dryseal flex sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: blood loss and vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient underwent endovascular treatment in the thoracic aorta, zone 0, with gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis as distal extension to aortic component. According to the report all devices were positioned and implanted without issue. A gore® dryseal flex sheath was used for access. During the procedure an iliac artery rupture occurred. Estimated blood loss was 2500ml. Blood replacement products were given and a right femoral artery repair was performed. The patient tolerated the procedure. Post-operatively the patient had low blood pressure, respiratory insufficiency and atrial fibrillation, which were all medically managed.